Event description:
It was reported that during an office visit on (B)(6) 2014, the vns patient¿s device was tested and diagnostic results showed high lead impedance (dc dc - 7). The patient cannot feel stimulation and has not had any trauma that may have contributed to the high impedance. The neurologist elected not to have the patient¿s device programmed off. The x-rays were sent to the manufacturer for further review. The generator was seen in the left chest with the connector pin completely inserted into the connector block. There was a suspicious area in the lead body close to the generator in the ap chest x-ray image; however, lead fracture was not confirmed and therefore the cause for the report of high impedance could not be determined. Also, the portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance and stimulation not being perceived. The patient had two seizures since the high impedance was observed on (B)(6) 2014. The patient was previously seizure free. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death. Adverse event and/or product problem; corrected data: additional information indicates that the event is also an adverse event. Evaluation codes, conclusions; corrected data: additional information indicates that the patient had a serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The inner silicone tubing of the lead coils appears to have been cut/torn at approximately 17.3cm from boot. The end of the outer silicone tubing is cut/torn at approximately 17.9cm from boot. No discontinuities were identified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.